Event description:
Healthcare professional reported left side "leaking." Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on june 15, 2022, with lot number 1086761. Analysis of the returned device identified: opening curved on posterior, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crease sharp on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "leaking." Device has been explanted.

Event description:
Healthcare professional reported left side "leaking." Device has been explanted.